Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received power error detected and replace battery now alert. Customer explained that the internal power source is unable to charge. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer's blood glucose value was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was received with power error alarm and battery power loss alarm due to connector resistance issue. (B)(4).